Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following fields were updated: g4, g7, h2, h4, and h10. The date of manufacture was obtained: 23-march-2020. Please refer to field h4.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope instrument and performed device evaluation. The customer reported complaint was not confirmed. Failure analysis reported that the both images displayed by the endoscope were good. However, fa discovered that the attached endoscope adapter (aea) retaining ring or screws were missing. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. No images or videos were shared for the event. Log review: a review of the system logs revealed that the endoscope was last used successfully on (B)(6) 2020. The endoscope was not used on the event date of (B)(6) 2020 which supports the report that the issue was identified prior to the start of the procedure. This complaint is being reported because a dislodged camera adapter could result in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this endoscope has 2,000 lives, which are tracked by the da vinci surgical system. This reported issue occurred immediately following the endoscope's 17th usage and, therefore, had not expired.

Event description:
It was reported that prior to the start of a da vinci-assisted paraesophageal hernia repair surgical procedure, the endoscope was broken. The device was not used on the patient. Intuitive surgical, inc. (Isi) attempted to obtain additional information related to the event. However, the customer was not able to provide any additional details.